Event description:
It was alleged that the battery fell out of the casing and onto the leg of the patient. The customer further alleges that the surgical site was irrigated with a saline solution and the patient was prescribed ancef.